Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort which radiated across his lower back. The patient was prescribed lidocaine cream. The patient was doing well.